Event description:
Defective infusion set. This event involves hospitalized inpatient receiving continuous infusion doxorubicin chemotherapy. Patient called nurse to report "tubing popped out when I turned to the side". Patient quickly reattached tubing and no evidence of chemo spill. Rn disconnected and saved tubing for pharmacy to inspect. The infusion set was bd 10013361t; lot #15095909. The flexible plastic tubing had disconnected from the confirming separation due to insufficient bonding solvent; a problem in the manufacturing process. I asked if this was lot related and if there was any recall of the product. Response from bd was no recall and corrective action plan in place to resolve the issue. Second issue with infusion sets at same connection spot on different patient prompted this reporting to FDA. Will file separate report for second incidence.